Event description:
ICU patient required dopamine drip to support low blood pressures. Medication started using the IV pump. The pump alarmed and indicated that the tubing "needed to be massaged" (known alarm). Rn removed the tubing from the pump module and massaged it then replaced it back into the module and initiated the IV infusion. The pump appeared to be normally working. After a period of time the rn became suspicious that the patient was not receiving the dopamine as his blood pressure had not responded to the apparent infusion of medication. She opened the module and removed the tubing where she found that the tubing was crimped together at one spot and could not be massaged out. Tubing changed and patient began responding to the dopamine.